Manufacturer narrative:
A review of synthes device history record revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
During an orif left hip tfn procedure, the surgeon encountered resistance while inserting the helical blade. The locking mechanism inside the tfn nail was in the locked position and would not allow the helical blade to be fully inserted. After multiple attempts to redrill and reinsert the helical blade, x-rays confirmed the lateral cortex of the femur fractured where the helical blade cannula is positioned on the femur. The surgeon removed the nail, and disengaged the locking mechanism, which allowed the helical blade to fully seat. He was then able to complete the procedure.